Manufacturer narrative:
Upon further review this is determined to be a not reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus and the repair center confirmed the customer's complaint. The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the bending sheath cover was damaged and metal was protruding from the distal tip. The issue, as reported by the customer, was found during reprocessing. There was no report of patient involvement.